Manufacturer narrative:
Sample evaluation summary: representative samples were received for evaluation, and during visual inspection the units were observed correctly assembled. The hub was not separated from the needle; therefore the reported failure could not be confirmed with these samples. Carefusion/bd submitted a supplier corrective action and the samples were sent to the needle supplier for further evaluation. The device history record (DHR) for the lot reported, and the lots for the received samples were evaluated for any issues related with this reported failure. The product was manufactured, inspected and released in accordance with our internal procedures and no issues were observed. The supplier reviewed their DHR and no non-conformity was found, all visual inspections were performed per manufacturing requirements with zero defects noted, and no quality notifications generated. A complaint history review was performed by the supplier and this is the first reported incident of this nature to date. According to the supplier the amount of force needed to remove the needle is a minimum of 5lbs. This pull test is done as a sampling during manufacturing. The manufacturing procedure also calls for an epoxy inspection to avoid these types of failures. The representative samples were subjected to a wide range of strength pulls, and epoxy inspections and no failures were recorded. The supplier states that the possible root cause for this reported failure may have been caused by insufficient epoxy application. The supplier has performed a training session with the assembly operators to review epoxy application issues and complaints.

Manufacturer narrative:
(B)(4) initial emdr submission. Carefusion has received a sample from a similar lot from the customer and forwarded it to the manufacturing facility for further investigation. Once the investigation is complete or if we receive any additional information we will provide a follow up emdr. (B)(4).

Event description:
The customer reported that when she stuck a patient the hub of the needle came off in the patient, so it came out of the package loose. "There was just a small portion of the needle that was visible; luckily the therapist was able to remove it manually". It was confirmed that the patient did not require any first aid after the needle was removed.